Event description:
It was reported that the patient received a "new battery at the end of (B)(6)." However, the manufacturer's device history shows that the patient did not receive a new battery, but did have a lead revision performed on 2011 (B)(6). The reason for the revision was unknown. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID, neu_unknown_lead lot# serial#: (B)(4), implanted: 2011 (B)(6), explanted: product type lead product ID, 3887-33 lot# j0322090v serial#, implanted: 2011 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension. (B)(4).